Manufacturer narrative:
H.6 investigation summary: this statement summarizes the investigation results regarding your complaint that alleges customer complaining of white particles in reagent tube that she claims to give false result when using kit flu a+b 30 test physician veritor (material # 256045), batch number unknown. Bd quality performs a systematic approach to investigate erroneous results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. Based on the available information understood that customer did not provide any information that the test had performed or obtained any results. This complaint cannot be confirmed for erroneous results. These precipitates were identified as a natural occurrence of the manufacturing process and has no effect on the performance or results of the assay. The complaint was confirmed for white particles. The root cause was identified as a manufacturing-related issue, refer to attached memo. Currently, there are no adverse trends identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that bd veritor¿ system for rapid detection of flu a+b clia-waved kit is reported that due to white particles they received false results. The following information was provided by the initial reporter: white particles in reagent tube that claims to give false result.

Event description:
It was reported that bd veritor¿ system for rapid detection of flu a+b clia-waved kit is reported that due to white particles they received false results the following information was provided by the initial reporter: white particles in reagent tube that claims to give false result.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.